Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) procedure, an inaccuracy occurred when using the navigation system and a straight suction. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that this incident originated from a clinical trial that the local service team was not aware of. The service reps have since checked the site equipment, followed up with the customer, and completed a number of subsequent cases with no further issues. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported event could not be duplicated by medtronic personnel.